Manufacturer narrative:
Concomitant device: nt1000 pain management rf generator.

Event description:
Related manufacturing ref: 2184149-2022-00113. During a one level lumbar facets procedure, a patient burn / blistering occurred at the grounding pad site on the upper thigh. The generator alarmed ''lead one'' all leads were changed. The generator alarmed for a second time, and the leads were moved to port 2. The skin was not prepped and the grounding pad was placed on a hairy part of the upper thigh. No intervention was administered to treat the burn. The patient was discharged and advised to attend urgent care if required.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported patient burn / blistering remains unknown.